Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that there were no visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to pinholes found at the proximal and distal ro markers. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: correction: (device code, method code), (catalog number). Investigation result: a visual examination of the complaint device revealed that there were no visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to pinholes found at the proximal and distal ro markers. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 12:27 pm CT.the report number is being corrected from: 3005099803-2018-62070to: 3005099803-2018-60342.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon ruptured. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. **additional information received on 19nov2018** the correct anatomy location is the bile duct.